Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the complaint was received from one customer site for a recovery issue regarding bact/alert® mp bottle results.the customer was not able to provide any lot numbers, samples, strains, or graphs. Retained bottle testing was not possible because the customer was unable to report the lot number. The root cause of the complaint could not be determined due to the lack of information provided by the customer. Based on details of the patient sample, no irregularities or similar issues have been reported for the bact/alert® mp product. The recommendation is for the customer to perform a seeded study following the procedure in the mycobacteria customer training manual using purchased strains of m. Kansasii. In addition, it is recommended that the instructions provided in the IFU be followed, including the use of solid media.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported the occurrence of a false negative sputum culture result in association with the bact/alert® mp blood culture bottle. The organism isolated from the bottle was mycobacterium kansasii. The customer stated they have no difficulty detecting other mycobacterium. Despite biomérieux questions regarding the method of organism identification, the customer has provided no further details regarding sample testing. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. An internal biomérieux investigation will be initiated.